Manufacturer narrative:
Based on the reported information, the event was attributed to user error and was not related to a device deficiency. As such, no further investigation is warranted at this time. Discarded by hospital.

Event description:
After implanting a percival pvs21, paravalvular leak was identified. The valve was removed and re-implanted; however, the same leak was observed when weaning from bypass. The annulus was re-sized, and a medium, pvs23, valve was deemed to be a better fit. A pvs23 was therefore implanted, and the results were satisfactory. It was reported that the valve was not at fault and the event was attributed to procedural error, as the surgeon was between sizes at the time of implanting. It was stated that no stent deformation was observed when the aorta was re-opened. The procedure was delayed as a result of the event, but the duration of the delay was not specified.